Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported hat this device exhibited a reduction in the longevity unexpectedly. A review of the device data by technical services (ts) confirmed that the device was exhibited premature battery depletion and should be explanted and returned. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported hat this device exhibited a reduction in the longevity unexpectedly. A review of the device data by technical services (ts) confirmed that the device was exhibited premature battery depletion and should be explanted and returned. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This device is expected to be returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited a reduction in the longevity unexpectedly. A review of the device data by technical services (ts) confirmed that the device was exhibited premature battery depletion and should be explanted and returned. No adverse patient effects were reported. The device was explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A review of the device data by technical services (ts) confirmed that the device was exhibiting premature battery depletion and should be explanted and returned. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.